Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out an increase in high voltage lead impedance and pacing lead impedance was observed. An increase in capture threshold was also noted. Clavicular crush was suspected. Due to the patients medical condition, the decision was made to cap the lead, downgrade to a crt-p device and use a previously implanted pacing lead. The patient condition was fine after the event.